Manufacturer narrative:
The customer's allegation was not confirmed. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review was completed, and no issues were identified. The reported risk/harm is addressed in the instructions for use (IFU): 4.1 precautions for use. ¿if the endoscopic image or function is abnormal and returns to normal spontaneously, the product may have already malfunctioned. If you continue to use the device, the abnormality may occur again, and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out from the patient. Continued use of such a product may injure the patient, cause bleeding or perforation. ¿if the endoscope image is not displayed correctly, the image sensor may be damaged. If the camera head continues to be energized while the image sensor is damaged, the camera head will become hot and may cause burns, so the power to the video system center should be turned off immediately. ¿if for some reason the endoscopic image disappears or does not return from the frozen state during endoscopy, or if the focus or zoom cannot be adjusted, and you do not know how to recover, turn off the power to the video system center and turn it on again. If the system still does not return to normal and observation cannot be performed, immediately turn off the power to the video system center, remove the camera head from the endoscope, and while looking directly into the endoscope's eyepiece, slowly pull the endoscope away from the patient to discontinue use. It is very dangerous to leave the endoscope inserted into the patient while the image disappears or other observations cannot be made, or to pump air/water, suction, or perform procedures. When various types of instruments are being used, the instruments should be withdrawn in the safest way possible before withdrawing the endoscope. Also, during the procedure, be sure to have a spare product available to avoid interruption of the procedure. The following information from the enclosure side (otv-s300 (IFU ra1410_18)) regarding the e228 error 10.2 how to recognize and deal with anomalies. Code e228. Error message: scope ID data corruption. Cause: endoscope malfunctioned. Solution: immediately turn off the product, unplug the product from the medical outlet, disconnect the power cord from the power inlet of the product, and contact olympus. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, during preparation for use the subject device had an error e228. The customer provided the procedure was therapeutic and completed using a similar device. No delay and no patient harm reported.

Event description:
It was reported, during preparation for use the subject device had an error e228. The customer provided the procedure was therapeutic and completed using a similar device. No delay and no patient harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the legal manufacturer¿s final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found an image abnormality. Based on the results of the investigation, it is likely that the following led to the malfunction: it is possible that a contact failure occurred between the processor and the video connector, resulting in the failure of normal information transmission, leading to error e228 and the occurrence of an image abnormality. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.